Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 needle broke. The following information was provided by the initial reporter: on induction during intubation of an acute behaviorally disturbed patient, plastic drawing up needle tip broken off during administration of rocuronium > 100mg rocuronium given ~1-2min delay in administration of further 50mg rocuronium due to needle breaking on tip of syringe - requiring removal with forceps. No serious injury. Removed broken tip with forceps, no significant delays to intubation, no desaturation events. Additional information provided: the customer reported ¿ ¿plastic drawing up needle tip broken off¿.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.